Manufacturer narrative:
Additional information was received. Date of event should actually be (B)(4) 2014. Date received by manufacturer should actually be (B)(4) 2014. The erroneous results were not reported to the patients because validation did not pass. There was no adverse event.

Event description:
The customer received questionable low ion selective electrode lithium results since the analyzer installation. One example was provided. A sample with a value of 3.0 was tested on another analyzer and the result was 2.8. The sample was tested on the 9180 analyzer serial number (B)(4) and the results were 1.8, 1.8, 1.9, 1.9 and 1.8. No units of measure were provided. The electrode was removed and installed on another 9180 analyzer. The same lower results were received. No specific data was provided. Information concerning if any erroneous results were reported outside the laboratory and if any patients were adversely affected was requested, but was not provided. The lithium electrode was replaced and controls were performed with all results within range.

Manufacturer narrative:
A specific root cause could not be identified as the electrode involved in the event was not available for further investigation. Evaluation of analyzer did not show any deviations related to the customer complaint. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
This event occurred in (B)(6).